Manufacturer narrative:
Evaluation summary: the lot specific to this event is not known; therefore, lot history and device history record reviews were not possible. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The system operator's manual provides the following in regard to loss of aspiration/suction issues: insufficient aspiration probable cause: 1. Loose blue luer fittings. 2. Damaged o-ring (ultraflowirrigation/aspiration handpiece only). 3. Clogged tip. 4. Kinked or damaged tubing. 5. Cracked blue fitting. Recommended solutions: 1. Reconnect securely 2. Inspect o-ring and replace, as necessary. 3. Flush tip with sterile water or bss sterile irrigation solution. Retest. Replace tip. Retest. 4. Check tubing and/or replace cassette (fms). 5. Check fitting and/or replace fms. The root cause of the customer's complaint could not be determined as a sample was not returned. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported that vacuum rising issues occurred during a cataract surgery with intraocular lens (iol) implant. Additional information has been requested but not received to date. This is one of five reports being filed for the same facility. This report is for the procedure performed on (B)(6) 2016.

Manufacturer narrative:
Evaluation summary: review of the device history record of first lot number pak indicated the order was built to specification. The customer did not retain a sample. Review of the device history record of the second lot number pak indicated the order was built to specification. The returned sample was visually and functionally tested and passed testing. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The irrigation and aspiration flow rates were within specification. No damage was found on the fittings. Neither leakage, nor occlusion was detected from the tubing insertion to the fittings. The sample functioned within specification. The system operator's manual provides the following in regard to loss of aspiration/suction issues: insufficient aspiration probable cause: loose blue luer fittings. Damaged o-ring (ultraflow irrigation/aspiration handpiece only). Kinked or damaged tubing. Cracked blue fitting. Recommended solutions: reconnect securely inspect o-ring and replace, as necessary. Flush tip with sterile water or bss sterile irrigation solution. Retest. Replace tip. Retest. Check tubing and/or replace cassette. Check fitting and/or replace cassette. It was discovered during a company representative visit that the irrigation/aspiration handpiece used when this issue occurred had a missing seal at the aspiration connection point, suggesting this was a handpiece related issue rather than a cassette issue. No ultraflow irrigation/aspiration (I/a) handpiece was received for the vacuum not rising. A picture of the proximal section of two ultraflow I/a handpieces was received with the complaint. One of the two handpieces showed that the brazing joint was no longer holding the tubing with the aspiration male luer. The other handpiece was showing signs of corrosion but still appeared to be functional at that time. One ultraflow handpiece lot number was identified with this complaint: the device history record for the lot was reviewed. According to the device history record review, the lot had an anomaly that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. The root cause of the customer's complaint could not be established; the returned sample met specifications. This occurrence is believed to be handpiece related. Based on the picture provided with the complaint, the complaint did confirm a vacuum rise would not be achieve for one handpiece based on the disconnected tubing from its aspiration line. The second handpiece appeared to be close to having this same complaint issue. The root cause of this complaint issue appeared to be from the normal wear of the brazing joint from the use and autoclaving of the reusable handpieces for approximately seven years of use.

Manufacturer narrative:
A sample was received by a company representative and is in transit to manufacturing site.